Manufacturer narrative:
Diopter: -5.50. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. The reported indicated that the vault of the lens was low. The lens was exchanged for a larger lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the product. Visual inspection found the haptic deformed. (B)(4). (New incision) is incorrect. No other adverse events were reported outside of the lens exchange. (B)(4).